Event description:
The hcp reported that the pump was explanted and replaced after an implant duration of 8 months as the "rotor not moving on study". The pt was experiencing lack of effect of the drug. Dye and rotor studies were performed. "Rotor did not move on study". A follow-up report will be sent if additional information becomes available to us.